Event description:
It was reported that during a labrum refixation procedure using speedlock implant with inserter handle, the implant would not properly lock into place. The surgeon abandoned the implant in the bone and drilled a new bone hole to complete the procedure. There were no significant delays or patient complications reported as a result of this event.